Event description:
It was reported that during a da vinci s surgical procedure, the monopolar curved scissors instrument was found to have a broken wire and nothing fell into patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one grip cable is broken t the distal idlers allowing the pulley to spin freely. The cable broke under tensile loading. The cable wear on the pulleys combined with high drive torques most likely contributed to the breakage. Engineering also observed the distal end of the main tube has a 1.2" long section with material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely by a cannula accessory. No other damge found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.